Manufacturer narrative:
Product ID 748966, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7434a, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3587a, lot# lb4952, implanted: 2003 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was an eos (end of service) / eol (end of life) message. It was stated that the patient was complaining of the feeling changing from a smooth shocking feeling to a jolty feeling. Impedances were in 400-700 ohms range. The problem did not happen all the time, just some times. The problem started about a month prior to the report. The voltage also seemed low for the patient. When clinician programmer was used, no jolty feeling was reported. However, when patient programmer was used, he felt jolty feeling.